Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).   Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04559. It was reported that balloon rupture occurred. The 90% in-stent restenosis of the previously implanted wallstent was located in the moderately tortuous and moderately calcified subclavian vein. A 10.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 10x4mm mustang balloon catheter. No patient complications were reported and the patient's status was stable.